Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump experienced a load step malfunction. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 (B)(4) 2014. Device evaluation: the device has been returned to animas and evaluated on (B)(4) 2014 with the following findings: the pump¿s black box history could not be downloaded. All of the keypad buttons were unresponsive. There was evidence of contamination on the internal components of the device.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.